Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account opened by the account. The visual inspection of the device noted no visual abnormalities. The clevis pieces were intact. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. The device articulate without difficulty. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a piece of the device fell off while opening the packaging. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).